Event description:
It was reported to tyco healthcare in 01/2002 that a customer had reported that the "patient called me into room. 'I'm bleeding.' Found patient with blood on left arm and bed. Blunt needle had broken from hub and patient was bleeding from the needle 'still in cap.'" No sample was available.